Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump had crack in inner part of screen and customer cannot read the screen. Customer's blood glucose level was unknown. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received missing segment/partial display anomaly due to cracked and bleeding lcd. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery test due to cracked and bleeding lcd.